Manufacturer narrative:
Technical fault :5507 and 'high oxygen' were recorded in the log files of the device. Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description : tf: 5507 occurred, so the ventilator was stopped using. The device was replaced with another one.